Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient fell and the implantable cardiac monitor moved. The patient discussed the issue with the physician and the patient was again referred to talk with the clinic if there were concerns. The device remains in use. No patient complications have been reported as a result of this event.